Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported issue could not be duplicated during testing. Review of the device logs identified occurrences of defib/pacer fault messages; however, bench handling, power cycling, and defib/pacer functional stress testing did not reproduce the reported behavior. The pace/defib engine board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed self-test for defib & pacer functions. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.